Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After a medial mako pka, the patient experienced a fracture at the femoral bone pin site.4mm (144140) bone pins were used. Pt was then taken back into surgery the following day for plate implantation on the femoral shaft.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a mako bone pin was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review of the provided medical records with a medical consultant concluded that "fracture through the pin site in ischemic bone, as noted in the diagnosis of avascular necrosis of the medial femoral condyle, was a complication resulting from the pre-operative pathology and not related to factors of faulty component or surgical instrument design, manufacturing or materials." Device history review: a review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: a review indicated there have been no other similar events for the reported lot. Conclusions: a medical review of the provided medical records with a medical consultant concluded that "fracture through the pin site in ischemic bone, as noted in the diagnosis of avascular necrosis of the medial femoral condyle, was a complication resulting from the pre-operative pathology and not related to factors of faulty component or surgical instrument design, manufacturing or materials." If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
After a medial mako pka, the patient experienced a fracture at the femoral bone pin site. The 4mm (144140) bone pins were used. Pt was then taken back into surgery the following day for plate implantation on the femoral shaft.